Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the right atrial lead exhibited rising capture thresholds. The lead was explanted and replaced. The patient condition was unknown. No further information was reported.